Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t wave oversensing as a result of low r wave amplitude. Boston scientific technical services (ts) reviewed electrograms and found that when the patient's rate increased the signals get even lower and difficult to distinguish from t waves. Further discussion with the clinic determined that a similar issue had occurred eight months earlier and the sensing vector had been reprogrammed at that time. Recent x-rays showed good system location. Ts suggested bringing the patient into the clinic for further evaluation. The patient was brought into the office where low sensing was noted. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.